Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted to be interrogated in which a battery depletion (bd) alert was observed. A magnet reset was attempted which was unsuccessful. This s-ICD emitted tones during magnet application. This s-ICD was unable to be interrogated. The battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and likely an unknown malfunction that could be impacting therapy. Device replacement was recommended. This s-ICD remains in service at this time. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted to be interrogated in which a battery depletion (bd) alert was observed. A magnet reset was attempted which was unsuccessful. This s-ICD emitted tones during magnet application. This s-ICD was unable to be interrogated. The battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and likely an unknown malfunction that could be impacting therapy. Device replacement was recommended. This s-ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted to be interrogated in which a battery depletion (bd) alert was observed. A magnet reset was attempted which was unsuccessful. This s-ICD emitted tones during magnet application. This s-ICD was unable to be interrogated. The battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and likely an unknown malfunction that could be impacting therapy. Device replacement was recommended. This s-ICD remains in service at this time. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted. No additional adverse patient effects were reported.